Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 94 mg/dl. Reportedly, the customer has a new pump available for alternate insulin therapy, and requested customer technical support (cts) assistance in inputting settings in the new pump. However, customer currently does not have her settings written down. Cts advised customer to contact her health clinical physician to get settings and to contact cts at that time so we can help input her settings into the replacement pump. Customer would continue use of manual injections until is able to get back on the pump.